Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and found that this device won't hold the cutter. Therefore, the reported condition was confirmed. However during further evaluation it was discovered that the pawls were damaged from being powerbroken. It was determined that the cause of the powerbroken was failure to follow the directions for use and running the device in the safe or load position. The assignable root cause was determined to be due to this is user error / abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during post-operative testing, it was observed that the motor device was broken. During in-house engineering evaluation it observed that the device won't hold the cutter and the pawls were damaged from being powerbroken. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.